Event description:
It was reported that this right ventricular (rv) lead exhibited a high threshold and loss of capture due to a possible lead dislodgement because of loss of slack. The lead was revised and remains implanted. No additional adverse patient effects were reported.